Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. The service inspection was unable to confirm the reported errors e315 and e316, additionally there were no issues with the subject device; therefore, the error code indication may be attributed to the scope that was connected to this device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reference video processor was returned for evaluation. The reported e315 scope communication error could not be confirmed as the asset video system was tested and inspected; unable to duplicate reported e315 and or e316 error codes as the system worked appropriately and the system was returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the operating manager at the user facility that an asset evis exera iii video system center was displaying an e315 scope communication error during receipt installation. Additionally, during troubleshoot when connecting a 180 or older series scope an e316 peripheral connection error displays. The cable (maj-1918) was plugged into adapter instead of option 1 when going directly to the printer which corrected the e316. However, the e315 issue could not be resolved. The asset video system will be returned for evaluation. No patient involvement was reported.